Event description:
It was reported that a clearlink system continu-flo solution set had no flow. The event was further described as "medications/fluids would not flow through tubing". This was observed after priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Pressure, clear passage under water, and priming were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.